Event description:
Additional information received indicates that surgical intervention was performed and device-to-lead connections were confirmed to be loose for the right ventricular (rv) lead and left ventricular (lv) lead. Loose connections were suspected with the right atrial (ra) lead. All leads were tested with a pacing system analyzer (psa) and confirmed to be functioning appropriately. The device was moved from the left side to the right side in preparation for radiation therapy to lung cancer site on the left side of the body. The leads were properly secured to the device and all products remain in service.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) was hospitalized due to pneumonia, syncope and heart failure exacerbation. Hospital telemetry identified right ventricular (rv) lead loss of capture (loc). The patient was asymptomatic at the time. A review of stored atrial tachy response (atr) episodes identified oversensed non-physiologic noise. A review of daily measurements identified occasional high rv impedance up to 1100 ohms. A copy of the device¿s memory was preserved and submitted to boston scientific technical services (ts) for review. Ts confirmed that the non-physiologic noise is actually the minute ventilation (mv) sensor and recommended programming it off. Ts also confirmed fluctuating impedances on the right atrial (ra) lead, rv lead and left ventricular (lv) lead. There was also evidence of loc on the rv and left ventricular (lv) leads. Ts recommended invasive intervention. Currently, the device was reprogrammed and the patient was issued a holter monitor. The patient will be seen again in two weeks.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
New information received indicates that the patient will be monitored. No intervention is planned at this time.